Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the customer experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident. The customer was treated with glucose and food and insulin. Customer declined troubleshooting for low blood glucose level. Customer stated that they had not been using auto mode feature and is experiencing low sensor glucose level. Customer stated that they are on manual mode and is having low sugar. The device will not be returned for analysis.